Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a system leak and low flow o2 verification test. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to service the device. The manufacturer investigation is still on-going. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a system leak and low flow o2 verification test. There was no harm or injury reported. There was no reported patient involvement. A manufacturer field service engineer has been assigned to service the device. The manufacturer's device evaluation has been completed. The philips remote service engineer states that the blower was replaced to resolve the issue, and the device passed all final testing. Additionally, the trilogy evo motor/blower assembly was returned to the product investigation lab (pil) for further testing. Pil visually inspected the trilogy evo motor/blower assembly for obvious defects and found none. Pil had no original device log to review. Pil installed the component into the pil trilogy evo test bed and ran the device. No unexpected errors were generated. Pil performed post test on the pil trilogy evo multifunction test station, and the device passed testing. Pil concludes that the component operates properly. The section h coding has been updated to reflect this new information. No further investigation is required.